Event description:
It was reported that the patient had passed away. The obituary was located and reviewed in which no allegations against vns were made. The cause of death was not reported. No other relevant information has been received to date.